Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold and high ventricular rate episodes due to noise were observed on the right ventricular lead. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.